Manufacturer narrative:
The pump was received with a blank display due to the corroded electronic assembly. They were unable to verify the unresponsive buttons/keypad due to the blank display. The pump had minor a scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the keys were not working on the pump. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer stated that the pump was exposed to pool water. Customer removed the battery and replaced it with a new battery but nothing was working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.